Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of hypoglycemia and a loss of consciousness, and was unable to self-treat, requiring treatment of dextrose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. However, the low/high alarms did not go off. An extended investigation has been performed. Visually inspection was performed on the returned sensor and no damage or contamination was observed. The sensor data was extracted using an evm (evaluation module) and approved software. The extracted data was analyzed and no abnormal events or indication of sensor electronics or software malfunction was found. The device history record (DHR) for the libre sensor was examined, and it confirmed that the sensor met all quality standards before distribution. A bluetooth low energy (ble) test was conducted using a known good libre 2 reader with a canadian localization, which activated the sensor after reprogramming to a storage state using approved software. The sensor successfully completed the ble test, as evidenced by the successful transmission and reception of the initial ble packets by the reader. The low glucose alarm observed by the customer could not be triggered by the sensor due to the successful transmission of ble packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13, os version 17.4 and app version 2.10.2.7677. The low alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of hypoglycemia and a loss of consciousness, and was unable to self-treat, requiring treatment of dextrose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13, os version 17.4 and app version 2.10.2.7677. The low alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of hypoglycemia and a loss of consciousness, and was unable to self-treat, requiring treatment of dextrose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The user reported missing low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 2 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.